Event description:
The customer reported elevated troponin I results, within the risk stratification, for three patients involving access 2 immunoassay system. Subsequent testing of the patients' original samples, performed on the original unit and an alternate access 2 immunoassay system, produced lower results within the normal reference interval. The elevated results were released out of the laboratory and questioned by the physician. Amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event. In conclusion, the cause of this event is unknown and could not be determined.

Manufacturer narrative:
The facility's biomedical engineer performed a major preventive maintenance (pm) on (B)(6) 2012. System check was performed and within range; it was noted the washed percent coefficient of variation (cv) was 8.56%. The biomedical engineer discovered the ultrasonic voltage was out of range and made an adjustment. The biomedical engineer reported mixing problems-splashing. The biomedical engineer verified the main pipettor, wash arm alignments, and mixer speed; all were within specifications. The biomedical engineer verified the transducer voltage out of range and adjusted the voltage to 197vac+/- 3vac. The biomedical engineer primed and performed system check, calibration, and quality control (qc). The biomedical engineer performed 10-repetitions of level 2 as a sample. The customer has set 0.04 ng/ml-0.50 ng/ml as a grey zone with a critical limit of 0.50 ng/ml. The customer tests controls approximately at midnight, nightly. The customer tests a low level quality control (qc) set with a mean of 0.06 ng/ml, as well as high level qc. Both qc levels were within range. In conclusion, the cause of this event is unknown and could not be determined.